Manufacturer narrative:
The subject device has not yet been received for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that during routine maintenance of a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, there was a purple/pink image displayed. There was no procedural or patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective charged coupled device unit. Olympus will continue to monitor field performance for this device.